Event description:
General report received of an unspecified number of undocumented incidents of no flow. The solusets were being used to deliver unspecified solutions and medications. It was reported that after the solusets were primed and connected to the pts the solutions would not flow. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.